Manufacturer narrative:
Medwatch sent to FDA on 09/09/2016. Review of device history record for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. According to the information gathered during the device history record review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.

Event description:
Company representative reported on behalf of health professional, "late seroma that tested positive for cd30." Operative report references a surgery on (B)(6) 2008 in which the patient had "bilateral neosubmuscular pocket with repositioning of the existing breast implants." Operative report additionally notes, "bottoming out breast implant, breast asymmetry, chest wall deformity, and constricted breast¿ in addition to, ¿the breast implant was wiped off with antibiotic lap pad and then reinserted into the pocket.¿ in (B)(6) 2015 patient noticed that their breast implants were asymmetric, and was evaluated by her plastic surgeon who had suspected capsular contraction. Physician notes clarify, ¿on physical examination her left breast is almost twice the size of the right breast. There is some edema of the left breast skin. Ultrasound later confirmed a left side rupture with "fluid surrounding the implant." Her left breast later became more engorged as she developed seroma, which was aspirated in (B)(6) 2016 and found to be positive for cd30 anaplastic large cell lymphoma. Pathology, dated (B)(6) 2016, states, ¿lymphoid cells positive for cd3 and cd30¿the findings suggest possible breast implant-associated anaplastic large cell lymphoma.¿ exam, dated (B)(6) 2016, states, ¿diagnosis of alcl breast with palpable left breast mass.¿ the patient had surgery on 06/13/2016 and had a replacement at that time. The device is available for return to allergan. As of (B)(6) 2016, patient has "no evidence of alcl."

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)

Manufacturer narrative:
(B)(4). The events of lymphoma alcl, seroma late, edema, and visibility/palpability are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, reoperation, implant removal, asymmetry, implant misplacement/migration, implant palpability/visibility, hematoma/seroma, and breast tissue atrophy/chest wall deformity."

Event description:
Company representative reported on behalf of health professional, "late seroma that tested positive for cd30." Operative report references a surgery on (B)(6) 2008 in which the patient had "bilateral neosubmuscular pocket with repositioning of the existing breast implants." Operative report additionally notes, "bottoming out breast implant, breast asymmetry, chest wall deformity, and constricted breast¿ in addition to, ¿the breast implant was wiped off with antibiotic lap pad and then reinserted into the pocket.¿ in (B)(6) 2015 patient noticed that their breast implants were asymmetric, and was evaluated by her plastic surgeon who had suspected capsular contraction. Physician notes clarify, ¿on physical examination her left breast is almost twice the size of the right breast. There is some edema of the left breast skin. Ultrasound later confirmed a left side rupture with "fluid surrounding the implant." Her left breast later became more engorged as she developed seroma, which was aspirated in (B)(6) 2016 and found to be positive for cd30 anaplastic large cell lymphoma. Pathology, dated (B)(6) 2016, states, ¿lymphoid cells positive for cd3 and cd30¿the findings suggest possible breast implant-associated anaplastic large cell lymphoma.¿ exam, dated (B)(6) 2016, states, ¿diagnosis of alcl breast with palpable left breast mass.¿ the patient had surgery on (B)(6) 2016 and had a replacement at that time. The device is available for return to allergan. As of (B)(6) 2016, patient has "no evidence of alcl."